Event description:
Information received by medtronic indicated that the customer reported a pump error, battery failed alarm, white screen, and unexpected power loss. Troubleshooting was performed and found that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The issue was not resolved by inserting a new battery. There was burn residue in the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Retainer ring = black case type = ngp customer returned pump for alleged cosmetic damage, white screen, unexpected battery power loss, and failed battery test found on 15-jan-2023 pump booted up once installing an aa lithium battery. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed failed battery test 22 times on the event date of 01/15/2023 the first ten are listed here: 05:39:35.000, 05:39:47.000, 05:40:25.000, 05:40:48.000, 05:42:19.000, 05:42:41.000, 05:43:42.000, 05:44:06.000, 05:46:14.000, and 05:46:36.000. Pump alarmed a low battery alert ten times on the event date of 01/15/2023 at 04:02:00.000, 05:24:00.000, 08:52:00.000, 10:18:00.000, 12:11:00.000, 13:51:00.000, 15:31:00.000, 17:42:00.000, 19:48:00.000, and 21:51:00.000, all were expected. Pump alarmed a replace battery alert on 01/08/2023 at 19:43:00.000. The pump alarmed ten pump error 53 alarms (file number: 2005, line number: 5632, esf #: 2610666) on the event date of 01/15/2023 at 05:40:09.000, 05:40:45.000, 05:42:38.000, 05:44:03.000, 05:44:28.000, 05:46:33.000, 05:48:50.000, 05:51:23.000, 05:59:21.000, and 06:05:09.000, due to a possible software anomaly. Pump error 53 alarmed when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, moisture damage was confirmed found in the battery tube. After swapping out both pcba 1 and pcba 2 test boards, unable to pass the sleep current test. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and corroded battery tube spring. Cosmetic damage was confirmed. White screen and failed battery test were not confirmed during testing. Unexpected battery power loss and high sleep current measurement were confirmed due to moisture damage on the battery tube. Pump error 53 was confirmed in the history files and traces (file number: 2005, line number: 5632, esf #: 2610666) due to a possible software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional manufacturer summary has been updated and provided with this report in section.